Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The imaging system did not pass the mechanical test and the collimator errored on boot up. The rep replaced the collimator to resolve the issue. The motion control box was returned unused. The collimator was also returned and is currently under analysis.

Event description:
A site representative reported that they were receiving an initializing collimator error on the imaging system. They had tried rebooting multiple times. They were able to move the detector and source but could not see anything wrong with the collimator. This was reported outside of a case with no patient present.

Manufacturer narrative:
Medtronic investigation of returned suspect collimator was unable to confirm reported problem. The returned collimator is missing hardware to hold it together. Cable is broken and bottom blades move freely in this condition. Unable to system test or verify error due to condition of collimator.